Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified circumflex (cx) that had a previously placed stent somewhere in the cx; however, could not be visualized due to the calcification. The patient had a non-dominant right and surgical options were limited in this very difficult case. After predilatation of the lesion with a 2.0x12 mm trek balloon catheter, a vessel spasm was observed, followed by st elevations. CPR and manual compression were performed, followed by intubation and placement of a pacemaker to stabilize the patient. An attempt was then made to cross the lesion with a 2.25x15 mm xience xpedition; however, it failed to cross. Hours later, a 2.75x38 mm xience xpedition stent was able to be deployed in the cx across the obtuse marginal (om). The guiding catheter was deliberately deep seated in the om to facilitate entry and the anatomy was rewired through the stent, after which aggressive ballooning with many different balloons performed. The 2.0x23 mm mini vision stent was advanced; however, it also failed to cross the lesion and during retraction resistance was felt resulting in the stent implant dislodging from the balloon onto the guide wire. A 1.5x12 mm balloon was used to deploy the stent in the proximal cx in diseased tissue, after which postdilatation was performed. Ultimately the patient expired, cause of death reported to be cardiac related. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of arrhythmia, death, and myocardial infarction are listed as an adverse event in the mini trek instructions for use. In this case, a conclusive cause for the reported patient effects of arrhythmia, death, myocardial infarction and vasoconstriction and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.0x23 mm mini vision referenced is being filed under a separate medwatch report.